Event description:
A ventilator was returned to the manufacturer for service due to service required code. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.

Manufacturer narrative:
On the previous submitted report, section b2 was mistakenly checked.

Manufacturer narrative:
The manufacturer previously reported an incorrect date in section b4 as 11-aug-2022. The correct date in section b4 should have been 12-aug-2022.